Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation issue occurred. When the dilator was inserted, the hemostatic valve was pushed into the hub and was floating in the hub of the vizigo sheath. The hemostatic valve was pushed forward from the back end of the sheath. The investigational analysis completed 1/23/2020. The device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. The customer complaint was confirmed. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection on 12/30/2019, the hemostatic valve was observed dislodged inside of hub. Friction ring remained attached. These findings coincide with what was initially reported. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation issue occurred. When the dilator was inserted, the hemostatic valve was pushed into the hub and was floating in the hub of the vizigo sheath. The hemostatic valve was pushed forward from the back end of the sheath. It looked like the valve stayed in one piece, just dislodged from the back of the sheath. The sheath was replaced with a different kind of sheath and the issue resolved. This happened before the sheath was used on the patient. There was no report of other patient consequence. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction.